Event description:
On (B)(6) 2013, the distributer contacted animas and reported an inaccurate delivery issue with the pump. The distributer stated the following during a review of the pump history, there were no associated alarms related to the reported event, the time/date were noted to be correct, no issues were noted in the prime history, no issues were indicated in the programming/settings of the pump; the basal settings were confirmed to be correct. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a review of the pump history revealed that the last basal delivery was on 12/27/2013 at 9:04am. There was no activity outside of normal use observed in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was powered on and displayed the ¿verify¿ screen.¿ the ez-prime¿ steps were successfully performed on the pump. The pump passed a 24 hour duration test and had passed the delivery flow accuracy test. Unrelated to the complaint, the audio bolus button and the white slug contact were found to be detached from the pump and missing.